Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a laminectomy surgical procedure the motor device "was not providing the power that it usually did." The reporter checked the connections and monitored the pressure per square inch (psi) and noted that it was "not holding." A hole in the hose had not been visualized nor confirmed; however, the reporter believed that the hose of the motor device had a hole. The planned surgical procedure was completed without delay as a spare identical device was available for use. A new motor device was used with no issue. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.